Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs leakage could I report a faulty 3 way tap ref 394601. Tap was discovered to be leaking blood. Unfortunately, they never kept the wrapper so we haven¿t got the lot number.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that an air/water leak test was performed to confirm the reported defect of leakage, in which a crack was found in the body of the housing component. However, this defect cannot be caused by the assembly process. Bd determined that the cause of the failure was most likely customer usage for exerting too much force on the product while making connection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.